Event description:
It was reported that during a da vinci si hysterectomy procedure, the maryland bipolar forceps instrument's jaws became stuck in the open position and there was a broken cable on the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was missing in the clevis opposite side of the broken cable. Additional observations found during investigations were pulley damages. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Evidence not conclusive, but the pulley damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.